Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the circuit has cracks in the adaptor where the temperature probe connects at the patient end. No patient injury reported.